Event description:
Per additional information received; there were four screws involved in this case.

Event description:
It was reported that during a radius fracture repair three self tapping locking screws of 9mm length would not start (cut the bone) even after 10-15 minutes of trying per screw for 3 screws. To complete the surgery, 8mm and 10mm screws were placed instead which worked without issue. Surgery was prolonged, but patient recovered well. No human patient involved. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This is a veterinary case, no human patient involved. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject device. The vs208.009 2.4mm locking screws, self-tapping are implants routinely used in the mini tibial plateau leveling osteotomy system per the technique guide. The screw was returned and reported to be unable to tap the bone and could not be inserted. This condition is unconfirmed; the screw is in good condition with no visible deformation at the tip or along the threading. It is likely that the screw was to be inserted into very dense bone which has led to this complaint condition. It is also possible that user error may have contributed to this complaint. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. During the product development investigation the subject device was determined to be product not part number vs208.009 (2.4mm locking screw self-tapping-9mm) and not part number vs208.013 as initially reported by initial reporter. Device was not implanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported event occurred during a veterinary procedure on a canine patient.